Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 110 mg/dl. It was reported that the customer kept the device in their bra. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.